Event description:
The customer reported via phone call that insulin was squirting out during a manual prime. The customer's blood glucose was 140 mg/dl. The customer also stated the piston would not reach the end of the reservoir. The customer also stated they were able to resolve the issue by replacing the infusion set. Customer also reported insulin continued to drip after the act button was released during the prime process. The customer also reported their drive support cap was flush on the insulin pump. A stress crack was also reported on the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump primed properly and passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.